Event description:
A (B)(6) female patient presented with radicular bilateral leg pain (symptoms reported for 14 years) with confirmed lumbar stenosis at l4/5 and grade I spondylolisthesis. The patient was scheduled for bilateral l4/5 decompression and two-level facet fusion. The left l4/5 foramen was decompressed using a baxano 7.5mm microblade shaver. After successful decompression on the left l4/5 foramen, the right l4/5 was decompressed using a baxano 5.5mm microblade shaver. After 26 reciprocations, the microblade shaver cut through the facet. The surgeon noted that the bone was very osteoporotic. The patient was successfully fused at l4/5 and l5/s1 as planned, using facet dowels. No additional treatment was performed and no sequelae were noted. The device was not returned for inspections as no device malfunction occurred. The surgeon did not consider this to be a serious adverse event because there was no adverse sequelae and any resultant destabilization was irrelevant due to the intended successful facet fusion surgery.